Event description:
Hello my name is (B)(6). I have had the essure for 3 years now. I have had nothing but problems from it. I have the worst cramps in my lower stomach that make me curl up into a ball or lay like a baby with my knees tucked in. I have also had the worst headaches in the world for days at a time. They sometimes get so bad that I get really hot and feel like I am going to pass out. They also make me sick to my stomach and make me throw up (the cramps get that bad sometimes too). I sometimes have to go and sit in my kitchen floor with a cold washcloth on the back of my neck and I put my face over the vent in the floor, to let the cold air hit me in the face. When I get the headaches I sometimes can't even function. I feel the coils on both sides. And when I sit down it feels like something is stabbing me. I had gone to the doctor about this. And told him that I had been taking ibuprofen and motrin for a 6 weeks. All the doctor told me is that he is not going to give me anything for pain, because it can be addictive. And that my problems can't be from the essure because it has no hormones.